Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found a battery anomaly which caused the device to reset. (B)(4).

Event description:
This report is to advise of an event observed during analysis.